Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation 1.5 x 5 mm lactosorb screw catalog #: 915-2316 lot #: 329550, biomet microfixation 1.5 mm self-drilling hex head lactosorb tap catalog #: sp-2723 lot #: ni. Therapy date: (B)(6) 2017. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tapped the hole prior to insertion, however two screws fractured at the heads during insertion into the patient's zygoma. A third screw fractured at the screw thread during insertion after using a temporary screw. The customer provided a part number for the "temporary screw", however the part number they provided is for a tap. Confirmation was requested. The fractured screws were removed by drilling. The surgery was completed using a tap for hard bone in the same hole and new screws of the same size as the screws that fractured. The patient did not retain a foreign body and the delay was less than ten minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The distributor reported an incorrect part number, the product is not manufactured by biomet microfixation. Correction: medical product: biomet microfixation 1.5mm self-drilling hex head lactosorb tap catalog #: sp-2723 lot #: ni corrected to non biomet microfixation product unknown (B)(4) manufacturer temporary screw catalog #:sp-2723-mh lot #: ni. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00226-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. No pictures were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product states in the section titled warnings: 1. Improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. Devices should not be located directly under a suture site. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, additional narratives/data. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00226-3.